Event description:
During an MRI procedure, an anesthetized female pt was being monitored with an ECG monitor. Following the procedure a 3/4 inch skin blister was observed beneath the ra electrode. The blister was treated with cortisone cream. Pt was under general anesthesia during the MRI procedure. Pt's skin was touching the MRI bore during portions of the MRI scans.